Event description:
The field service engineer on behalf of the customer reported leakage from the electrical connector of evis lucera bronchovideoscope. The issue was found during preparation for use for a diagnostic procedure. There was no delay in the procedure. The procedure was completed with a similar device. The device was returned and an inspection revealed, the coating of the connecting tube was peeling off (over one millimeter square(1mm2)). This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned; however, customer allegation was not confirmed. The connecting tube was dented. Angulation in the down direction was out of standard value due to the worn angle-wire. Grip unit was deformed. There was noise on the monitor due to the corroded el-connector. There was corrosion from electrical connector due to the leakage. The insulation resistance value on distal end was out of standard value since bending section cover was cut. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress as there were scratches/dents on the insertion section. The event can be detected and prevented by following the instructions for use (IFU) which state: ¿·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿·important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.